Event description:
Rep calling about patient with symptoms of what they describe as "electrocution sensation" in chest at 2 am. Canadian patient, no weight available. Azure xt implanted in (B)(6) 2020 as replacement for st jude device ; atrial lead is st jude 2088tc implanted in 2012; rv lead was st jude leas abandoned and replace with new 5076 at pack change. Alert for low impedance atrial lead unipolar (B)(6) 2020. Unipolar atrial impedance historically low, but stable since (B)(6) 2020. Bipolar impedance 500 at pack change to 300 now. No noise on atrial lead reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).